Event description:
Procedure: ventral hernia repair. According to the reporter: the tool broke during use. The difficulty resulted in an open procedure. There was no unanticipated tissue and blood loss, the pt is in good condition, there was no complication and the operation time did not extend. No fragment of the device fell into the pt.

Manufacturer narrative:
Tracking number (B)(4).